Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a patient with blurry distance vision at two week lasik post-operative visit. At visit patient complained of "blurry vision in the distance in both eyes; hard to see street signs". This report references the right eye. An additional report will be filed for the left eye. Additional information has been requested.